Event description:
It was reported that catheter perforation occurred. The target lesion was located in the moderately calcified and mildly tortuous artery. A 1.50mm rotapro was selected for use. During the procedure, the patient's blood was seen in the burr catheter shaft even with pressurized fluids. Physician suspected there may be a leak. The procedure was completed using an alternate device. There were no complications, and patient fully recovered post procedure.